Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a remote transmission of the device showed noise on both the atrial and ventricular electrocardiograms. It was also noted that the atrial channel showed atrial lead oversensing. The device and lead remain in use. No patient complications have been reported as a result of this event.